Manufacturer narrative:
Trackwise # (B)(4). A lot history record review was completed for lot 25146189, the last lot shipped to the account prior to the event date. There were no ncmr's recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, a small piece of plastic came off the device, they were able to retrieve it out of the patients leg using the replacement. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, a small piece of plastic came off the device, they were able to retrieve it out of the patients leg using the replacement. The hospital did not report any patient effects.